Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter alleged that the audio bolus button was under responsive. Reportedly, the audio bolus button cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button cover was observed to be missing, and thus the button was dysfunctional; the reported event was duplicated. Unrelated to the reported event, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.